Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the display was blank. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the display was blank. The remote service engineer (rse) evaluated the device with the bme, but the reported issue could not be duplicated. The rse confirmed that the device was working as intended. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).